Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information to date after calls to end user (B)(6) 2025 and (B)(6) 2025. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in excessive inspired carbon dioxide greater than 5% during a case. The crna switched over to manual bag mode for about 30 seconds, returned to auto vent mode and completed procedure. There was no patient injury.